Event description:
I have problems with high blood pressure and had to watch my blood pressure. Upon going to my doctor's office and comparing it, it was way off like 20 below what it was supposed to be.